Event description:
The nurse was disconnecting the stop cocks from the pt IV line, the plastic did not unscrew; rather it just broke off. The pt. Entire IV line had to be changed. The area where the end snapped off was near the stopcock. The 4-way stopcock was very tight and she was unable to be removed without breaking it off.======================manufacturer response for continu-flo solution set with 4way stopcock, (brand not provided) (per site reporter).======================a request to baxter was submitted to conduct a quality investigation on the lot number included in this report. To my knowledge, this is the first reported issue but I will update the report as more information becomes available.what was the original intended procedure?laparoscopic sleeve gastrectomy.liver biopsy, hiatal hernia repair.device #1is this a laboratory device or laboratory test?no.